Event description:
It was reported that the customer had reoccurring problems with air bubbles. Father stated that they have less problems with air bubbles when rewinding without the reservoir. The high pressure test was performed and there was a no delivery alarm after 4.9 units. Through troubleshooting, air bubbles were not noted. Customer's blood glucose reading at the time of the call was 260 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.